Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information provided by the customer. The exact root cause could not be determined. The phenomenon could be caused by faulty emergency lamp. Since the device has not been returned, therefore the detailed information such as inspection results were not available. Olympus will continue to monitor the field performance of this device.

Event description:
It was during preparation for a diagnostic cystoscopy procedure. There was no delay reported and the procedure was completed using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the emergency light had internal failure and abnormal noise during mesh turret operation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, an emergency light failure error (e207) displayed on the visera elite xenon light source. There were no reports of patient harm associated with this event.